Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to acetabular loosening. The surgeon reported there was no ingrowth on the shell. A shell, 2 screws, head and liner were revised to a trident ii multi hole shell with adm/ mdm liner construct and femoral head. Rep reported that no further information is available.